Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H4: device manufacturing date:14.07.2022 h6: fdm-b21, fdr-c21, fdc-d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra operatively, there was no stimulation coming from any nerves. There was no patient impact.

Manufacturer narrative:
H3: product analysis customer concerns regarding no stimulation response were verified however, the issue was with the patient interface module, not the console. Unit presented with older software. H6: previously applied fdm-b21, fdr-c21 fdc-d16 and img-g02030 codes are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/224722817, ubd: , UDI#: (B)(4) h3: product analysis found that customer concerns regarding "'no stimulation" was verified by engineers. Upon further examination, d iscovered additional issues that is loose channel ground pins were loose. Unit presented with older software. H6: fdm-b01, fdr-c07 and c1001, fdc-d02 and img-g02008 codes are applicable and previously applied fdm-b21, fdr-c21 and fdc-d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.